Event description:
During the premature ventricular complex procedure using both rf and pfa, a delay of 45 minutes occurred with the patient present after being unable to validate the metal field check on the ensite x display work station. In voxel mode, after positioning and placing the posterior and anterior prs patches, all of the patches displayed green on the ensite x display work station screen. The metal field check was tested more than 50 times while trying all configurations. Attempts were made in standard configurations, moving the x-ray machine, the anesthesiologist cart, the field frame and placing the anterior prs in numerous positions without resolution. Other characterization methods were tested without resolution. After voxel mode, nav x mode was tried and the metal field still could not be validated after multiple attempts. The procedure was completed using navx mode with no adverse patient health consequences.